Manufacturer narrative:
The technician replaced the scale power control board assembly to resolve the issue.

Event description:
The technician alleged the bed exit alarm volume is very low. No patient impact.